Event description:
The customer reported that while responding to a cardiac arrest call, their device would not detect the pt when the defibrillation electrodes were connected. The customer advised that the pt was not wet or extremely hairy. After the initial set of electrodes failed to recognize the pt, the customer attached a second set of electrodes and the device was still unable to detect a pt connection. Manual chest compressions were started on the pt immediately and continued throughout the event until a backup defibrillator arrived, which was approx 20 minutes later. The pt¿s heart rhythm at that time was diagnosed as pea (pulseless electrical activity) and a defibrillation shock was delivered to the pt. The pt¿s rhythm then deteriorated into an asystole rhythm following the defibrillator shock. The pt was not resuscitated.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. A clinical review of the reported event was performed; however, with the available info, it is unk if the device use contributed to the outcome of the pt.